Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Event description:
It was reported that the patient underwent an unspecified surgical procedure using rhbmp-2/acs. An unknown time post-operatively the patient presented with heterotopic bone growth. The patient has since had two or three revision surgeries due to the bone growth. No additional complications have been reported.